Manufacturer narrative:
The pusher was returned for evaluation; the implant was not returned. The resistance of the system was noted to be within specification. The distal black pet covering the heater coil had no evidence of thermal damage. The severed end of the monofilament was stuck at the proximal solder ring. The distal pet was removed in order to be able to examine the severed end of the attachment thread. The end looked stretched and necked down based on the investigation and provided information, the complaint of a detached implant can be confirmed. The specific root cause of this complaint is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded the monofilament strength specifications.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not yet been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that during embolization treatment, the coil unexpectedly detached in the aneurysm without use of the v-grip detachment controller. The coil was left implanted in the aneurysm. There was no reported intervention or patient injury. The current patient's status is reported to be fine.